Event description:
Phacofragmentation of my left eye during cataract surgery resulted in a posterior lens capsule rupture and vitreous prolapse. This led to retinal detachment that required urgent surgery. Cataract surgery was performed by (B)(6) at (B)(6) surgery center at (B)(6). Model of phacofragmentation device (procode hqc) was not provided to me, the patient. FDA safety report ID # (B)(4).